Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy the pump started the washing loop by itself and increased the pressure without touching it. It was further reported that the patient shoulder got swelled. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 17-feb-2020. It has been confirmed that the patient was kept overnight however the overnight stay was expected in advance. The edema/fluid was removed from the patient by use of a cannula and gravity on (B)(6) 2020. The tubing used with the pump was discarded by the facility at time of procedure. Pump setting was 60mmhg and no alarm/error message was received during use. A clamp test was performed prior to use in the procedure.

Manufacturer narrative:
The complaint was not confirmed. The returned ar-6480 was visually inspected and show no physical damage. The returned ar-6480 device assembled with a new ar-6410 tubing was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and functioned as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or; (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. These conditions can trigger the alarm for pressure fault. Final conclusions are potential misuse and the complaint allegation not confirmed.